Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vomiting ("vomitting"), pyrexia ("fevers"), swelling ("swelling"), chills ("chills"), dysgeusia ("metalic taste in mouth"), allergy to metals ("allergy to nickel a metal"), migraine ("severe migraines"), mood altered ("moody"), fatigue ("tired"), abdominal distension ("bloated"), musculoskeletal chest pain ("pains in ribs front to back") and rash macular ("rash/red dots sporadically on body, mainly on chest, stomach and thighs"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, vomiting, pyrexia, swelling, chills, dysgeusia, allergy to metals, migraine, mood altered, fatigue, abdominal distension, musculoskeletal chest pain and rash macular outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, chills, dysgeusia, fatigue, migraine, mood altered, musculoskeletal chest pain, pyrexia, rash macular, swelling and vomiting to be related to essure. Concerning the injuries reported in this case, the following ones were added from social media: abdominal pain lower, vomiting, pyrexia, swelling, rash, chills, dysgeusia, allergy to metals, migraine, mood altered, fatigue, abdominal distension, chest pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vomiting ("vomiting"), pyrexia ("fevers"), swelling ("swelling"), rash ("rash"), chills ("chills"), dysgeusia ("metalic taste in mouth"), allergy to metals ("allergy to nickel a metal"), migraine ("severe migraines"), mood altered ("moody"), fatigue ("tired"), abdominal distension ("bloated"), musculoskeletal chest pain ("pains in ribs front to back") and rash macular ("red dots sporadically on body, mainly on chest, stomach and thighs"). The patient was treated with surgery (essure removed). Essure was removed on (B)(4) 2014. At the time of the report, the abdominal pain lower, vomiting, pyrexia, swelling, rash, chills, dysgeusia, allergy to metals, migraine, mood altered, fatigue, abdominal distension, musculoskeletal chest pain and rash macular outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, chills, dysgeusia, fatigue, migraine, mood altered, musculoskeletal chest pain, pyrexia, rash, rash macular, swelling and vomiting to be related to essure. Concerning the injuries reported in this case, the following ones were added from social media: abdominal pain lower, vomiting, pyrexia, swelling, rash, chills, dysgeusia, allergy to metals, migraine, mood altered, fatigue, abdominal distension, chest pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. New event red dots on skin was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to nickel a metal"), rash macular ("rash/red dots sporadically on body, mainly on chest, stomach and thighs"), abdominal distension ("bloated"), vomiting ("vomitting"), pyrexia ("fevers"), swelling ("swelling"), chills ("chills"), dysgeusia ("metalic taste in mouth"), migraine ("severe migraines"), mood altered ("moody"), fatigue ("tired") and musculoskeletal chest pain ("pains in ribs front to back"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, allergy to metals, rash macular, abdominal distension, vomiting, pyrexia, swelling, chills, dysgeusia, migraine, mood altered, fatigue and musculoskeletal chest pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, chills, dysgeusia, fatigue, migraine, mood altered, musculoskeletal chest pain, pyrexia, rash macular, swelling and vomiting to be related to essure. The reporter commented: the right tube was occluded first with the essure coils. Zero coils were seen at the then the left tube was then occluded using the essure coils as well. Zero coils were seen on the left tube. Date(s) of insertion: (B)(6) 2014 (previously reported). Concerning the injuries reported in this case, the following ones were added from social media: abdominal pain lower, vomiting, pyrexia, swelling, rash, chills, dysgeusia, allergy to metals, migraine, mood altered, fatigue, abdominal distension, chest pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2021: medical record received. Reporter information and rcc was added. Date of insertion was updated. There was no significant change in the medical context of case as per mail update only imdrf /FDA code changes done. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vomiting ("vomiting"), pyrexia ("fevers"), swelling ("swelling"), rash ("rash"), chills ("chills"), dysgeusia ("metalic taste in mouth"), allergy to metals ("allergy to nickel a metal"), migraine ("severe migraines"), mood altered ("moody"), fatigue ("tired"), abdominal distension ("bloated") and musculoskeletal chest pain ("pains in ribs front to back"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, vomiting, pyrexia, swelling, rash, chills, dysgeusia, allergy to metals, migraine, mood altered, fatigue, abdominal distension and musculoskeletal chest pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, chills, dysgeusia, fatigue, migraine, mood altered, musculoskeletal chest pain, pyrexia, rash, swelling and vomiting to be related to essure. Concerning the injuries reported in this case, the following ones were added from social media: abdominal pain lower, vomiting, pyrexia, swelling, rash, chills, dysgeusia, allergy to metals, migraine, mood altered, fatigue, abdominal distension, chest pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: pfs received: case became serious incident. Essure implant and removal dates were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.